Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. The obtained information inferred that anatomical condition and wire and/or microcatheter manipulation technique most likely contributed to the reported perforation. It was presumed that direction of the concomitant guide wire deviated when contacting calcified plaque and wire manipulation was continued without confirming position of the wire tip. The subject catheter was then delivered over the perforating guide wire and might partially contributed to the reported perforation. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur). [Warnings] the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.); and, [malfunction and adverse effects] perforation of blood vessels.

Event description:
It was reported that minor vessel perforation had occurred during a pci to treat a significantly tortuous, circumferentially heavily calcified cto in the lad. There was an ambiguous proximal cap with diagonal and septal branches. An unspecified guide wire could go into the lad easily but an unspecified microcatheter could not advance in any of three different septals. An asahi fielder xt was used and then a non-asahi guide wire was delivered with an asahi corsair pro microcatheter when perforation of a septal was noted. Bleeding was stopped by a balloon and the perforation was sealed and healed. Then the physician decided to stop the pci due to complexity of the lesion. There were no further adverse patient effects and the patient was sent home on medical therapy.